Manufacturer narrative:
The system was examined and the reported event was replicated. The liquid crystal display (lcd) printed circuit board (pcb) in a module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lcd pcb. However, without a sample, component level root cause analysis cannot be determined at this time. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a photocoagulation procedure, the laser shut down on its own. There was no patient involvement. The intended procedure was completed.

Manufacturer narrative:
The lcd pcb was received for evaluation. A visual assessment of the returned sample revealed that the l6 inductor had a broken casing. However, the inductor appeared undamaged internally. The lcd pcb was installed into a calibrated system and turned on without any issues. The sample was then tested per the 'user interface (ui) check' with no issues. A known good endoprobe was also connected to the system and the laser was fired several times at different power levels with no issues. The lcd pcb functionally met specifications and the system did not turn off on its own at any point during testing. The returned sample was found to functionally meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).